Event description:
It was reported by the rep the device was used during a laparoscopic appendecttomy. It was reported the surgeon attempted to fire the tsw35 stapler but it would not fire. Exchange cartridges and it still would not fire. The nurse pulled an atw35 which was used to complete the case properly. The tsw35 came from a fdb15 kit. There was no consequence to the pt.